Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, product historical data, a review of labeling, and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. The diagnosis and treatment of the patient was not provided in the complaint information. Therefore, a definitive cause for the different platelet results could not be determined. The true platelet value for this specific patient sample could not be verified. The possibility of the platelet results being true values during those times could not be eliminated. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4).. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that discrepant platelet (plt) results were generated while using the cell-dyn emerald analyzer. The customer provided the following data for one patient. The normal plt patient range used by the customer is 150 to 400 k/ul. Patient ID (B)(6). Sid cy tested on (B)(6) 2016 initial 1064. Sid sm tested on (B)(6) 2016 repeat 512. No adverse impact to patient management was reported. The patient did not receive any treatment or medication between draws that would account for the difference in results.